Event description:
The customer reported that during a fibroma removal when the device was first activated, a flame occurred over the operation area and inflamed the drape. The patient suffered a 1st degree burn with slight redness on the upper leg. The area was treated with cleansing and bandage. The patient's skin had been prepped with "skinsept" a strong alcohol containing disinfection fluid.

Manufacturer narrative:
(B)(4).. The incident pencil was not returned to covidien for evaluation. The concomitant forcefx8ca generator was evaluated by the covidien (B)(4) technical service center and found to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The e2100 instructions for use and the forcefx8ca users guide contain warnings regarding fire hazards when using flammable substances (such as alcohol based skin prepping agents and tinctures). The sparking and heating associated with electrosurgery can provide an ignition source. Electrosurgical accessories that are activated or hot from use can cause a fire.